Event description:
It was reported that "the dr tried to turn to tighten the end connection of the hub and it just kept turning without tightening the hub.this incident happened whilst chaging the hub on a patient's permanent dialysis catheter. It appears the thread is malfunctioning.". There was no patient injury reported. Another repair kit was used. The patient's condition is reported as "good".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the dr tried to turn to tighten the end connection of the hub and it just kept turning without tightening the hub. This incident happened whilst changing the hub on a patient's permanent dialysis catheter. It appears the thread is malfunctioning.". There was no patient injury reported. Another repair kit was used. The patient's condition is reported as "good".

Manufacturer narrative:
Qn# (B)(4). The customer report of a defect in the catheter body/connector assembly was not able to be confirmed by complaint investigation of the returned sample. The customer returned one connector assembly, two compression sleeves, one compression cap and a tray for analysis. The catheter body was not returned for analysis. Signs of use were observed on the returned compression cap. Visual examination of the returned connector assembly, compression sleeves, and compression cap revealed no obvious defects or anomalies. No obvious damage was observed on the threads of the returned compression cap or sleeves. The catheter was tested using a pressurized leak tester with the compression sleeve and cap fully threaded on a lab inventory connector assembly, as per bs en iso 10555-1: "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 ". A lab inventory catheter body was connected to the subassembly. The catheter body was clamped, and the lumens were connected to the lab leak tester. The leak tester was pressurized to 300 kpa and held for 30 seconds. No leaks were observed on any portion of the catheter. Therefore, the reported defect could not be confirmed. The compression cap was inserted over the compression sleeve towards the connection assembly and connected firmly. The cap was able to be reconnected as expected. A manual tug test on the connection was completed and the connection was secure. Additionally, the instructions for use (IFU) provided with this kit informs the user, "green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined without the catheter body returned and as the reported issue could not be reproduced with the returned components. Teleflex will continue to monitor and trend for complaints of this nature.